Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient was presented to the hospital with a low heart rate and it was further noted that the patient had high pacing threshold outputs. The physician decided to treat the infection and leave the device at its current setting with high outputs. The device was eventually explanted from the patient due to infection. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.